Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced persisting urinary incontinence, leading to a surgical procedure. It was stated that tissue atrophy is suspected. During the procedure, the entire aus was removed and replaced with a new one. No additional patient complications were reported.